Event description:
Ous MDR - it was reported that after about 2 years of implant duration loss of capture was noted during the follow-up. The device was reprogrammed. During the recent follow-up in (B)(6) 2013 the device indicated a battery depletion. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. The header of the pacemaker was also investigated, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no deviations. The battery status was found to be "eri" the programmed parameters were inspected. It was noted, that the ventricular anti-bradycardia pacing was temporarily programmed to 5.0 v for 1.0 ms. This represents a high current program, draining the battery. The pacemaker was implanted for 40 months. Taking the high current program into account, the eri condition was found to be anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed in eri-mode. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.